Event description:
It was reported that during a ptca/stenting procedure, a guide wire fracture occurred. The pt presented with chest pain and shortness of breath. The pt was taken to the cardiac cath lab and another MFR's stent was placed in the 95% stenosed obtuse marginal vessel. A maverick balloon catheter was used to post dilate the stent. While attempting to remove the guide wire at the end of the procedure, "the distal part of the loop was pinned against the distal end of the stent and wire broke". A 0.09 inch segment of the guide wire was left in the pt. The pt returned 3 days post procedure, and an attempt was made to retrieve the guide wire fragment. The physician was able to retrieve the "terminal portion" of the guide wire; howerver, "residual portions" of the guide wire remained imbedded behind the stent. The pt was transferred to the telemetry unit for further observation and care.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.